Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. The initial result was 0.21 mg/dl (2.1 g/l). The repeat result was 0.93 mg/dl (9.3 g/l) and was believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The customer alleged they received a "pressure alarm" from the analyzer, so they changed the sample probe. The investigation determined that the "pressure alarm" of the sample probe was consistent with a blockage in the sample probe. The customer was also using a too high centrifuge force and temperature. These issues indicate pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.